Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00809.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure that energy beam was observed coming through the tip of the fiber not the side of the fiber. The fiber was exchanged and the second fiber exhibited the same issue, however the fiber was utilized to complete the procedure. Patient outcome: "ok". No injury reported. This report is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-00809.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure that energy beam was observed coming through the tip of the fiber not the side of the fiber. The fiber was exchanged and the second fiber exhibited the same issue, however the fiber was utilized to complete the procedure. Patient outcome: "ok". The procedure was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure that energy beam was observed coming through the tip of the fiber not the side of the fiber. The fiber was exchanged and the second fiber exhibited the same issue, however the fiber was utilized to complete the procedure. The fiber tips were cleaned during the procedure. Patient outcome: "ok". The procedure was successfully completed without clinical consequences to the patient.